Event description:
It was reported that t1 and t2 were deployed simultaneously. All t's were removed. A backup device was available to complete the procedure with no delay and no patient injuries.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿it was reported that t1 and t2 were deployed simultaneously.¿ t1 was returned with a frayed fragment of suture attached. There was no damage to the anchor. T2 and balance of suture were absent. The needle is straight and shows no damage. The actuator had been previously cycled twice. The device cycled and actuated as expected. No root cause related to the manufacture of the device was confirmed.